Event description:
It was reported that low impedance and noise were found on the lead. Insulation anomaly suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.